Manufacturer narrative:
Additional narrative: (B)(4). The sagittal saw with key device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the unit was not functional, and did not oscillate. It was further observed that the devices trigger magnetic support was broken. The assignable root cause was determined to be inadequate design specifications, operator error/inadequate training, and inadequate user specifications. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the sagittal saw with key device was not working and was burned out. During in-house engineering evaluation, it was determined that the devices trigger magnetic support was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.